Event description:
It was reported that right atrial (ra) had a fracture, dislodged and was twisted up in the pocket from x-ray. The lead was explanted and replaced. The patient is in stable condition.